Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation. Evaluation performed on site.

Event description:
It was reported that there was an event where an m300 did not provide a brady - (asystole) alarm. The involved patient died. The draeger infinity m300 patient worn monitor is used with the infinity central station (ics).

Manufacturer narrative:
The m300 and ics logs were provided as well as full disclosure event information and device settings during the event. Draeger engineering and clinical reviewed the information provided along with information from recreating the event using known good equipment with the same settings from the event as provided by the site and provided the following summary of what occurred. *ics main screen shows lead I and lead v were being viewed for the patient. <06:54: artifact noted on full disclosure strip, 06:54 the ll lead is disconnected, lead iii waveform drops off. 06:54:39 audiox: [info:x02009d] alarm silence timer reset. 06:54:58 advisory EKG-elektr hr. ¿ no m300 advisory message provided on screen, no alarm tone (as alarm silenced). ¿ no ics lead off alarm tone (as alarm silenced). ¿ ics main screen, lead v waveform drops off the screen. ¿ ics bed view, ¿ll lead off¿ message at top of the window. 06:57:01 audiox: [info:x02009d] alarm silence timer reset. 06:58 - 07:01 hr 85. 07:01-07:02 the ra or la lead becomes disconnected, ll is still disconnected. ¿ a cyan ¿ECG leads off¿ message provided in the patient bed slot, with the option to ¿silence¿ the alarm message in the main screen from the patient bed slot. ¿ ics: no lead off alarm tone (as alarm silenced). ¿ m300: alarm tone (per device setting). 07:01:10 central: [notice:x0501bf] <tele8> audio pause button pressed. 07:01:11 central: [notice:x0501c6] <tele8> user selected audio pause start. ¿ bed view is opened. ¿ the user selects ¿bed audio pause.¿ ¿ 1 second later, 2:00 audio pause countdown begins. 07:02: hr *** ¿ hr appears as *** in a blue cyan pbox. ¿ lead I is no longer able to process arr with ra or la off, therefore, no arrhythmia monitoring is possible. 07:03:11 central: [notice:x0501c1] <tele8> user selected audio pause stop. 07:03:12 audiox: [info:x02009d] alarm silence timer reset. ¿ the 2:00 min bed audio pause expires. 07:02-07:18, the patient goes into asystole; there are no waveforms being displayed during this time and the hr remains as *** 07:18:15 the disconnected ra or la lead gets reconnected. 07:18:25 artifact is recognized while trying to re-learn rhythm. 07:18:26 ¿ECG artifact¿ message is triggered on ics. 07:18:30 bed view is opened. 07:18:32 central: [notice:x0501bf] <tele8> audio pause button pressed. 07:18:33 central: [notice:x0501c6] <tele8> user selected audio pause start. 07:19:01 audiox: [info:x02009d] alarm silence timer reset. 07:19:01 central: [notice] user confirmed - m300 10.21.25.22 going into standby (m300 can only be placed into standby mode at the ics by the user). 07:19:13 artifact is detected on m300 (delay in detection after ra or la lead was reconnected). 07:19:13 advisory EKG-elektr hr. 07:19:21 life_threatening asy hr. 07:19:22 life_threatening asy arr. ¿ m300 alarms for asystole. All expected alarms were provided during the event based on the available lead connections. There is no indication a device malfunction occurred. Note that arrhythmia monitoring is not possible if the lead/s selected for input are not connected to the patient.

Event description:
It was reported that there was an event where an m300 did not provide a brady - (asystole) alarm. The involved patient died. *the draeger infinity m300 patient worn monitor is used with the infinity central station (ics). The involved m300 serial number (B)(6) and associated ics serial number (B)(6).